Event description:
The patient reported smelling insulin and seeing air bubbles in the cartridge several hours after performing a routine cartridge and site/set change. He stated that he did not experience any blood glucose excursions as a result of the incident. The patient reported that there was no visible moisture inside the cartridge compartment, and no evidence of leaking from the luer end of the cartridge.

Manufacturer narrative:
A cartridge was returned to animas for evaluation. The cartridge was visually inspected and no damage or defects were noted. The cartridge was filled and no air bubbles or leaks were observed. The luer connection and, o-rings were observed and no leaking was observed.

Manufacturer narrative:
Catalog #: 100-124-01. Lot #: b201652. The cartridge has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.